Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. The target lesion was located in the calcified coronary artery. A 15mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, outside the patient's body, the tip of the balloon fell off. The procedure was completed using another of the same device. No complications were reported, and patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. During visual examination, no issues or damages were noted with the balloon. No issues were noted with the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The inner lumen was damaged and bunched 4.7cm from the break at the tip of the device. The tip of the balloon was detached and not returned. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that device detachment occurred. The target lesion was located in the calcified coronary artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, outside the patient's body, the tip of the balloon fell off. The procedure was completed using another of the same device. No complications were reported, and patient was stable after the procedure.